Event description:
As reported, the patient underwent an initial right total shoulder arthroplasty. Subsequently, the patient experienced pain and loss of function. The all poly glenoid failed due to extreme wear, and the patient was converted to a reverse total shoulder with a long cage baseplate. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.